Event description:
It was reported that during a hospital pre-test of the ventilator, the oxygen gauge was not showing when oxygen was disconnected. The pressure gauge had been knocked off center and the air mix did not drop oxygen to 45 percent. No patient was involved.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned ventilator found the tamper seal intact and no physical damage was noted. Further inspection found the manometer skewed inside the alarm bezel. The gas supply indicator was found defective. It did not immediately indicate when the oxygen was turned off because there was still gas in the supply line. However, the indicator did not turn fully white when the oxygen was turned on. The oxygen concentration on air mix was found to be within specification. The reported problem was confirmed. The cause of the problem was a faulty gas supply indicator. To resolve the problem, the gas supply indicator was replace and the manometer was adjusted. In addition, the front panel and alarm set were replaced, preventive maintenance was performed, and the device was calibrated. E4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.